Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Unit received with high sleep current measurement, problem isolated to electronic board stack. Unit received with moisture damage on motor assembly and force sensor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had issues with a particular sensor it consistently asking for a blood glucose reading and not being allowed to enter am. Customer's blood glucose value was 165 mg/dl. Customer stated that they were on the auto mode for a week and there was times where it would ask for the blood glucose. The customer declined troubleshooting for high blood glucose. The device will not be return for analysis.